Event description:
It was reported that during the surgical procedure the customer experienced a 20008 error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery. Additional info provided by the isi account manager indicates that the surgeon found the pt's anatomy to be very challenging, therefore, the decision to convert the procedure to open surgical techniques was not solely due to the error experienced by the customer.